Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the infection including taking two days to charge and the wires being too close to the spine. The patient stated the infection was resolved when they had the device explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had the system removed and the implant was replaced on (B)(6) 2017. Further information received from the consumer reported that the implant was removed in (B)(6) 2017 due to infection. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.